Manufacturer narrative:
Device MFR date - sep 26, 2018 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for repair of the issue of pinhole. There is no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide lens adhesive is peeling off. This creates the potential of creating a gap through which dirt can enter inside the lens. This medwatch is being submitted for the reportable issue of the light guide lens adhesive peeling off as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the USA but a similar device is. The device is returned, and an evaluation is completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive is peeling off. This creates the potential of creating a gap through which dirt can enter inside the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.